Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 2187, implantable pacing lead 2002-(B)(6), 7272 implantable cardioverter defibrillator (ICD)  2002-(B)(6). (B)(4).

Event description:
It was reported that the impedance measurement was high on the superior vena cava (svc) coil of the right ventricular lead. The svc was programmed off and remains implanted. No patient complications have been reported as a result of this event.